Event description:
The zoll electrode pads did not pass the crash cart check. Nurse tried the pads on the transport monitor and the pads also did not pass the defibrillation test. Appears the pads are defective. Photos taken of electrode pad storage both in the storage room and on crash cart. Products do not appear bent in either location.